Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to pair with the remote communicator, but later, the device successfully transmitted data. Days later, it was found the right ventricular lead had dislodged and the patient developed an infection in the pocket. Consequently, the patient underwent surgery to have the entire system extracted. The patient was discharged with a life vest and re-implant will be performed at a later time. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to pair with the remote communicator, but later, the device successfully transmitted data. Days later, it was found the right ventricular lead had dislodged and the patient developed an infection in the pocket. Consequently, the patient underwent surgery to have the entire system extracted. The patient was discharged with a life vest and re-implant will be performed at a later time. No additional adverse patient effects were reported. The device was retained by the hospital.